Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular. Imdrf patient code e2314 captures the reportable event of fistula.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2023. The procedure was performed under local anesthesia. The successful injection of spaceoar was confirmed via ultrasound. No adverse events were observed during the procedure. The same day of the procedure, it was noted a non-serious localized rectal perforation, a magnetic resonance imaging (MRI) was conducted, and the event was noted as ongoing. The health care facility clarifies that on (B)(6) 2023, the perforation was not confirmed, but was suspected due to an anomaly on computed tomography (CT) scan performed on (B)(6). It was also noted that on (B)(6) 2023, a hydrogel misplacement was observed. On (B)(6) 2023, the patient was planned for stereotactic body radiation treatment (sbrt). On (B)(6) 2023, the patient started the radiotherapy, five fractions were received. Six weeks after the placement procedure, the radiopacity and hydrogel, was visible in the imaging, then disappeared during treatment due to the change environment created by the perforation, the hydrogel was inserted into the correct cavity and broke down rapidly due to perforation of bowel, later confirmed as a fistula. On (B)(6) 2023, a flexible sigmoidoscopy was performed and a perforation, low fistula, was found above squamocolumnar junction (scj). Three clips were placed in line to close the fistula. It is unknown if the patient's radiation treatment was put in hold, due to the event. There is not information of the health stated of the patient at this point. However, it was noted that the event of perforation was resolved, the resolution date was unknown, but will be confirmed following second sigmoidoscopy.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2023. The procedure was performed under local anesthesia. The successful injection of spaceoar was confirmed via ultrasound. No adverse events were observed during the procedure. The same day of the procedure, it was noted a non-serious localized rectal perforation, a magnetic resonance imaging (MRI) was conducted, and the event was noted as ongoing. The health care facility clarifies that on (B)(6) 2023, the perforation was not confirmed, but was suspected due to an anomaly on computed tomography (CT) scan performed on (B)(6). It was also noted that on (B)(6) 2023, a hydrogel misplacement was observed. On (B)(6) 2023, the patient was planned for stereotactic body radiation treatment (sbrt). On (B)(6) 2023, the patient started the radiotherapy, five fractions were received. Six weeks after the placement procedure, the radiopacity and hydrogel, was visible in the imaging, then disappeared during treatment due to the change environment created by the perforation, the hydrogel was inserted into the correct cavity and broke down rapidly due to perforation of bowel, later confirmed as a fistula. On (B)(6) 2023, a flexible sigmoidoscopy was performed and a perforation, low fistula, was found above squamocolumnar junction (scj). Three clips were placed in line to close the fistula. It is unknown if the patient's radiation treatment was put in hold, due to the event. There is not information of the health stated of the patient at this point. However, it was noted that the event of perforation was resolved, the resolution date was unknown, but will be confirmed following second sigmoidoscopy. Additional information received on january 08, 2023. It was further reported that the gap between dose 4 and 5 was, after the localized rectal fistula the radiation treatment was reassessed. Additional information received on may 13, 2024. It was reported that the physician decided to not repeat the sigmoidoscopy, due to the patient remained asymptomatic.

Manufacturer narrative:
Additional information. Block b5 have been updated with additional information on may 13, 2024. Additional information. Block b5 and h6 has been updated with the additional information received on january 08, 2023. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular. Imdrf patient code e2314 captures the reportable event of fistula.

Manufacturer narrative:
Additional information block b5 and h6 has been updated with the additional information received on january 08, 2023. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular. Imdrf patient code e2314 captures the reportable event of fistula.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2023. The procedure was performed under local anesthesia. The successful injection of spaceoar was confirmed via ultrasound. No adverse events were observed during the procedure. The same day of the procedure, it was noted a non-serious localized rectal perforation, a magnetic resonance imaging (MRI) was conducted, and the event was noted as ongoing. The health care facility clarifies that on (B)(6) 2023, the perforation was not confirmed, but was suspected due to an anomaly on computed tomography (CT) scan performed on july 28. It was also noted that on (B)(6) 2023, a hydrogel misplacement was observed. On (B)(6) 2023, the patient was planned for stereotactic body radiation treatment (sbrt). On (B)(6) 2023, the patient started the radiotherapy, five fractions were received. Six weeks after the placement procedure, the radiopacity and hydrogel, was visible in the imaging, then disappeared during treatment due to the change environment created by the perforation, the hydrogel was inserted into the correct cavity and broke down rapidly due to perforation of bowel, later confirmed as a fistula. On (B)(6) 2023, a flexible sigmoidoscopy was performed and a perforation, low fistula, was found above squamocolumnar junction (scj). Three clips were placed in line to close the fistula. It is unknown if the patient's radiation treatment was put in hold, due to the event. There is not information of the health stated of the patient at this point. However, it was noted that the event of perforation was resolved, the resolution date was unknown, but will be confirmed following second sigmoidoscopy. ***additional information received on january 08, 2023*** it was further reported that the gap between dose 4 and 5 was, after the localized rectal fistula the radiation treatment was reassessed.